Event description:
A pt was planned for a vaginal (hdr) procedure. A friction error (error 4 at 1214 mm position, which is the junction) appeared at the treatment finish, since the applicator became disconnected from the transfer tube. The afterloader detected the error and activated the emergency procedure and retracted the source. The cause is identified as human error, since the transfer tube and applicator were use were well beyond their lifetime and the applicator connection was worn. When checked on site the afterloader and transfer tube did not show problems. Source, applicator vaginal tube and transfer tube were replaced. The described sequence of events from the hospital and the log files of the afterloader do not give complete clarity of the event. From the log files it can be concluded that the maximum time the source remained outside the safe is a couple of seconds, but at a maximum between 18:08:40 and 18:16:09. The reported event by the user is that a hospital employee rec'd unintended radiation. According to the user account dislodging of the pt took a few seconds and exiting the bunker. The source activity was 36 msv per hr. The rec'd radiation is below reportable levels in the worst case scenario and therefore also no (serious) injury can be caused, however the rec'd radiation is probably much lower.

Manufacturer narrative:
Event caused by user error. Materials were used beyond the expected life and the applicator connection was worn. Source, transfer tube and applicator vaginal tube were replaced. Afterloader with transfer tube was checked and found to be working properly.